Manufacturer narrative:
Additional device procode: hrs. (B)(4). The device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, patient underwent an open reduction internal fixation (orif) surgery for the distal humeral fracture with an unknown plate and a variable angle (va) locking screw. During the insertion of the distal screw on the radial side, the variable angle (va) locking screw could not be locked. The surgeon re-drilled and inserted the screw again, but the screw could not be locked. Attempted another screw with the same size but still unsuccessful. This second screw was successfully implanted in another screw hole. The surgeon decided not to insert the screw on the first screw hole and instead inserted it in other screw hole to complete the surgery. There was no adverse consequence to the patient. It is unknown if there was a surgical delay. Patient status was unknown. Concomitant device: drill (part unknown, lot unknown, quantity 1), locking screw (part unknown, lot unknown, quantity unknown). This report is for one (1) va locking screw. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint condition is confirmed. Microscopic investigation shows clearly that the locking thread is badly damaged. The thread is plastically deformed what does not allow locking the screw head in the plate as foreseen (see attached pictures). Also, the thread at the screw shaft is deformed. This led us come to the conclusion that the screw was not properly aligned during insertion, as result; the thread came into hard contact with the plate what finally caused the reported damage of the threads. Also damages / plastically deformation identified at the star-drive recess clearly indicates exceeding applied mechanical force while insertion. Due to the deformation / damage, it is not possible to measure the dimension / shape of the locking threads. Therefore, we classify this as handling error while insertion. Functional test: as result of the damaged thread, no functional test is possible. Dimensional inspection: not possible to measure the dimension of the thread due to the damages. Document/specification review: based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot: please note, this DHR review is for sterilization procedure only: part no.: 04.211.018s, lot no.: l917823, manufacturing location: selzach, supplier: (B)(4), release to warehouse date: 06.jun.2018, expiry date: 01.may.2028. Non-sterile 04.211.018 / h603850 was manufactured in us, monument. Manufacturing location: monument, manufacturing date: 30-mar-2018, part number: 04.211.018, 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 18mm, lot number: h603850 (non-sterile). Component(s) reviewed: part number: 04.211.018.999 2.8mm ti screw blank 18mm 02.7 variable angle w/sd8, lot number: h476411, this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.